Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an cataract surgery with intraocular lens (iol) implant procedure, on day one of post op, the patient presented with an iatrogenic 360 subconjunctival heme (used the lensx) patient was unhappy. Visual acuity with encouragement was 20/80. The patient had some corneal edema, the pupil was still dilated and the iol looked to be 5-10 degrees off. Reassured the patient and had her come back on post op day 4. The patient was still unhappy with diffuse superficial punctate keratitis (spk). Visual acuity is 20/60 near j4 but only with encouragement. Intraocular pressure has been fine in the low-mid teens. The patient is no longer dilated but her iol appears to be well centered. The patient was wearing her old glasses with the left lens removed and reading a pamphlet when walked in the room. The patient is indifferent not mad or angry but not happy.